Event description:
The patient reported that one of her cassettes from last order was leaking and that is why she has only cassettes on hand. Serial number is unknown. The cassette was replaced. And it is unknown if any adverse events occurred. No further information is known. Reported to (B)(6) by: patient/caregiver.